Event description:
It was reported by service report that the fowler would not lower. The user facility was unable to provide any info as to whether there was pt involvement or adverse consequences associated with the reported issue.